Event description:
It was reported that following a spinal cord stimulator (scs) implant procedure, the patient continued to have delayed healing of the thoracic wound and significant wound dehiscence which required packing and wound care. The physician considered the symptoms to be indicative of a high risk for infection. It was also believed that the infection was procedure related. The patient had several rounds of antibiotic and was treated with the wound clinic.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks after the implant procedure.

Event description:
It was reported that following a spinal cord stimulator (scs) implant procedure, the patient continued to have delayed healing of the thoracic wound and significant wound dehiscence which required packing and wound care. The physician considered the symptoms to be indicative of a high risk for infection. The patient had several rounds of antibiotic and was treated with the wound clinic. Additional information was received that the patients wound infection was showing improvement.